Event description:
The customer reported obtaining three levels of 6c quality controls which did not recover within specification for the differential portion of the controls when cycled on the unicel dxh 800 coulter cellular analysis system. The customer also reported that the instrument generated "mix pressure exceeding operating limits" messages during the event. No erroneous patient results were generated, as no patient samples were cycled and the issue occurred on controls only. There was no report of any change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to evaluate the instrument and confirmed that the flowcell was dirty. The fse proceeded to flush the flowcell to resolve the issue. (B)(4).